Manufacturer narrative:
Date of report : 13feb2019 , date rec¿d by MFR : 31jan2019. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the blower assembly to address the issue and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 30apr2019. A blower assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a temperature sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21dec2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that during use the ventilator had a check vent: blower temperature high" alarm. No patient harm reported. The event date was not specified; estimate used.